Manufacturer narrative:
Investigation summary bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure modes with the incident lots were observed. Visual inspection was conducted on the used samples, and blood splatter was observed. Due to contamination of the samples, further investigation was limited. Visual inspection was conducted on the unused sample, and it was observed that the spring was protruding from the needle housing, and package damage was noted. A review of the device history record was completed for the incident lot numbers and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure modes with the incident lot were observed. Upon inspection of the customer samples, samples did not meet the required specifications. Root cause description: based on the investigation, a root cause could not be determined for the blood splatter upon retraction. Based on the investigation, the root cause / potential root cause for the spring disassembly was determined to be damage incurred to the sample during transit. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
FDA notified yes: a second medwatch was reported for lot 7131802. The medwatch number is (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 7156633, medical device expiration date: 05/31/2019, device manufacture date: 06/05/2017. Medical device lot #: 7131802, medical device expiration date: 05/31/2019, device manufacture date: 05/11/2017. FDA notified = yes: the initial reporter also notified the FDA on (date) via medwatch # mw (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that the safety activation mechanism failed on a bd vacutainer® ultratouch¿ push button blood collection set 23g x.75" resulting in blood spashback. There was no injury or medical intervention reported.